Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a catheter placement procedure, after passing registration with a 1.7, the surgeon was inaccurate while navigating the stylet. The inaccuracy was reported to be left of the bur hole and looked to be an estimated 1cm. Every other instrument they used was accurate. The site stated that they adjusted the side emitter position after registering and this was when the inaccuracy was noticed. The site verified there was a green zone of accuracy for the area of interest. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that 3 exams were submitted, 2 MRI's and a CT, none of which were merged. The CT followed the imaging protocol and produced a good looking 3d model. However, none of the exams contained any registration data. Unable to gather information about the registration for analysis. Logs cannot provide information to investigate an inaccuracy as reported in this case. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.